Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urgency frequency and gastrointestinal/pelvic floor. The patient reported that yesterday, she had the ins put in a new pocket. She said the healthcare provider (hcp) told her the fatty tissue was not holding the ins in place. The ins was flipping over and stimulation was shutting off, and then it would flip back and stimulation would turn back on. She said, this had been going on for a good while, probably a couple of months at least. Additionally, yesterday the patient tried to connect to her ins and she got the message of lost all data. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported.